Event description:
It was reported by the rep the device was used during a laparoscopic roux-en-y procedure. It was reported the surgeon was using the 512x. The trocar broke into an estimated 5 pieces at the distal end of the cannula. Three pieces were recovered and some pieces remain in the pt. The trocar was in place when it broke. The case remained laparoscopic. There is no add'l info known. It was reported to the rep photographs of the trocar will be taken on 04/16/1998 and the trocar will be returned. 04/17/1998 after contact with the surgeon, the rep reports the procedure was completed laparoscopically, pieces of the trocar were noted toward the end of the case and three pieces were retrieved. An estimated 5x5 mm piece was not found. The case was converted to open and the piece was not found. An x-ray was done in or, the results are not known.